Event description:
Paramedics were called to a person experiencing a pulmonary edema. The pt was conscious and breathing until after being put into the ambulance. The pt became asystolic. The paramedics attempted to administer external pacing. When the operator pressed the start/stop button, the unit allegedly displayed the leads alarm and pacing was inhibited. The pacing electrodes were removed and alcohol pads were used to wipe the skin and the electrodes were reapplied. Pacing was again attempted while one of the paramedics pressed down on the electrodes. The unit again displayed the leads alarm and pacing was inhibited. The pt's ECG rhythm changed to a rhythm that did not require pacing. The pt was not resuscitated. The reporter indicated the alleged malfunction did not likely affect the pt's outcome.